Event description:
It was reported by the rn at heart and cath lab that the initial attempt to insert intra-aortic balloon (iab) was unsuccessful. The iab became stuck in the super arrow-flex (saf) w/sideport. The device (iab and sheath) were removed as one unit. The procedure was completed with use of another device through the same vessel. There were no reported adverse effects sustained as a result of the reported incident. The pt was treated with iab therapy until he underwent open heart surgery the following day. There is no reported sequelae as a result of the initial iab insertion attempt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.